Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that when going to remove needle shields, the needle hub separates. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Batch 9350297: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Unknown batch: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separates during use. The following information was provided by the initial reporter: material no. 328440 batch no. 9350297, unknown. It was reported that when going to remove needle shields, the needle hub separates.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9350297, medical device expiration date: 2025-01-31, device manufacture date: 2019-12-16. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separates during use. The following information was provided by the initial reporter: material no. 328440, batch no. 9350297, unknown it was reported that when going to remove needle shields, the needle hub separates.